Event description:
It was reported that insulin drips were observed at the end of the infusion set tubing during the fill tubing step of the load sequence. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer performed a supply change and resumed insulin therapy.